Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 11 drawers were in a failed state contained controlled medications that were required for administration. The customer attempted recovery and reboot procedures; however, the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height enhanced drawer 6 had failed. A field service engineer (fse) identified no indicator lights on the pyxis module controller board, replaced the board, and verified drawer functionality and recovery. The system functioned as intended after the field service engineer repaired the device.